Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. Customer called to report air bubbles in her tubing and mentioned that they were currently in the hospital for diabetic ketoacidosis. Customer declined to troubleshoot for high blood glucose and give further details about hospitalization. The insulin pump will not be returned for analysis.